Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction, approximately a month earlier on (B)(6) 2015. Due to customer concerns, the se replaced a number of components per manufacturer guidelines, as a precautionary repair at great customer cost. On this time, the se had the customer run the unit under test mode for 24 ¿ 48 hours prior to returning to patient use. A few days later, the ventilator came back with the same error code. The customer will not return this unit to patient use, and at this point has expressed no interest in paying for new repairs and replacement of parts. The ventilator is under ¿not ready for patient use¿ condition. The alleged faulty component was returned for investigation, and it is pending.

Event description:
It was reported that, the ventilator generated error codes, and the unit was removed from patient use. There is no report of patient being transferred to another ventilator. There is no report of patient harm or injury.

Manufacturer narrative:
(B)(4). The replaced inspiratory module was returned for investigation. A visual inspection was performed, and no anomalies were found. The unit was installed into a failure investigation test ventilator for analysis. Tests and calibrations were performed, and all tests passed. The test ventilator was set into ventilation mode for a minimum of 24 hours, using the default settings, and no errors or alarms were generated. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.